Event description:
The customer reported the lcd display of the autopulse platform (sn (B)(4) flashes and is difficult to read. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that " the lcd display of the autopulse platform (sn 40130) flashes and is difficult to read" was confirmed during the visual inspection. The backlight of the display flickers briefly when switched on and is dark afterwards. The root cause for the reported complaint was a defective pca processor board, likely attributed to the device's aging. The autopulse platform was manufactured in 2011 and is 11 years old, past the expected service life of 5 years. The pca processor board was replaced to address the reported complaint. Upon review of the archive data, no significant discrepancies were found. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with sn (B)(4).